Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image issue was likely caused by bent pins in the scope connector, confirmed at the repair site. Bent pins are likely due to the pins of the camera not horizontally inserted or connected with pins detached. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed. A bent pin inside the video connector was observed, causing no image when tested with an olympus eng-vt2 scope. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that a bent pin where the camera is connected was observed. As reported to olympus, the problem was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.